Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinder did not extend into the glans on the right cylinder. The physician suspected a distal crossover as the was bulging and curvature of the device and penis. A new inflatable penile prosthesis was implanted. No patient complications were reported.